Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned. However, there is no evidence to suggest that there is an alleged defect with the device.

Event description:
Patient required knee revision surgery after fall causing tibial plateau fracture.